Manufacturer narrative:
As reported, the 24k irrigation console is expected to be returned for evaluation. However, as of this filing, the device has not yet been received by conmed. A supplemental and final report will be filed upon the completion of the device evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the 24k irrigation console and while in a middle of the shoulder arthroscopy procedure, the "pressure went up". There was no report of abnormal swelling or extravasation occurred with this report issue. As reported, the surgeon elected to "open the shoulder up" and completed the case as an open surgery. The procedure was otherwise completed as planned with no further complications or serious adverse effect to the patient. Despite the good faith efforts, no additional event information or patient demographic information could be obtained from the user facility. This incident is being reported as an injury due to the remedial action by the surgeon to convert from arthroscopic to open procedure.

Manufacturer narrative:
The reported 24k console was returned to conmed for evaluation. Visual inspection of the device noted the sides were broken causing intermittent responses, the inflow motor was noisy and the remote connector was almost detached due to a nut being loose. Functional testing of the device was unable to replicate the reported issue. This root cause of this alleged incident is unknown, however, preventative maintenance should be performed on this device every 12 months. This device was overdue for preventative maintenance, which most likely explains the issues noted during visual inspection. A two-year historical review of this device family found no prior similar reports. The instructions for use advise the user to service this device every 12 months in order to maintain peak performance and assure patient safety. This incident type will continue to be monitored through the complaint system.